Manufacturer narrative:
B3-date of event is estimated. Reporter phone number (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Explant due to ipg damaged during breast augmentation. The ipg was replaced. The device was non communicative but not physically damaged. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.